Manufacturer narrative:
The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k151359 / k172444.

Event description:
It was reported that a height 3d failure occurred during a mis pedicle screwlumbar infusion. Device displayed the following message: "impossible to retrieve the reference position, please make sure the reference is visible". The registration steps were repeated until the issue was resolved and surgery was completed successfully. The event occurred while the patient was under anesthesia and incisions had already been made. The issue delayed the case of 5-15 minutes as registration required to be re-done. R&d investigator confirmed that the issue is related to a known design issue.

Event description:
It was reported that a height 3d failure occurred during a mis pedicle screw lumbar infusion. Device displayed the following message: impossible to retrieve the reference position, please make sure the reference is visible. The registration steps were repeated until the issue was resolved and surgery was completed successfully. The event occurred while the patient was under anesthesia and incisions had already been made. The issue delayed the case of 5-15 minutes as registration required to be re-done. R&d investigator confirmed that the issue isrelated to a known design issue.

Manufacturer narrative:
The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444. (B)(4). It was reported that 8 3d registration failures occurred during the surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that 9 failures and not 8 as described which occurred during the surgery. Technical investigation concluded that the cause of the failures is a known design defect.